Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of far r over-sensing and inappropriate automatic mode switch (ams). The ICD was reprogrammed. There were no patient consequences.